Event description:
It was reported that they were trying to cool a patient in an arctic sun device but were getting a low air leak message. The patient was small, so they have 2 universal pads wrapped around. One side of the fluid delivery line (fdl) was making a lot of noise, so both pads were now connected to one side of the fluid delivery line (fdl). Nurse was powering device back on. Target was 36.5 c in normothermia. Flow rate was 1.4 lpm, inlet pressure (ip) was -5.4 psi, circulation pump command (cpc) was 100 percentage, pump hours were 1388.5 and system hours were 1727. Disconnected and reconnected the pads using proper technique. No visible damage to the fluid delivery line (fdl), but the opposite side was still making noise and there are a lot of air bubbles in the pads. Flow rate (fr) was 1.2 lpm, inlet pressure (ip) was -5.1 psi, circulation pump command (cpc) was 100 percentage. Stopped therapy, disconnected pads, and started manual mode. Flow rate (fr) was 1.9 lpm, inlet pressure (ip) was -5.2 psi, circulation pump command (cpc) was 100 percentage. Their other device, sn (B)(6), beeps, but the screen was blank. Had nurse exchanged the fluid delivery line (fdl). The fluid delivery line (fdl) from sn (B)(6) is now connected to sn (B)(6). In manual mode without pads attached flow rate (fr) was 1.8 lpm, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 61 percentage. Connected pads and disabled manual mode. Flow rate (fr) was 1.2 lpm, inlet pressure (ip) was -7.2 psi. Therapy continued. Biomed notes that they plugged in and powered on sn (B)(6), however, the lcd was still blank. Per follow up information received via task on 28jan2026, transferred to ICU. Spoke with charge nurse who confirmed both devices have been removed from service and they were borrowing one from the emergency room. They had to call again to update settings for their protocol, so they might need to call again to reset them for the emergency room. They confirmed no issues with the new device. Per follow up information received via task on 29jan2026, spoke with office aide who confirmed both devices were in the workshop. A control panel replacement has been ordered for the device with the screen issue. The biomed was waiting for a call back from technical support to troubleshooting the device with air in the system. Per sample evaluation results received via task on 24mar2026, it was reported that the labels inside the bracket and the control panel bracket was not matching.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is incorrect labels being applied at manufacturing. All 3 clear labels were replaced due to not matching and being old revision. The device was getting an "enter current password" message. The coin cell was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A review of the device history records did show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: b, d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per sample evaluation results received via task on 24mar2026, it was reported that the labels inside the bracket and the control panel bracket was not matching.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) (f/k/a alegent health) the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.